Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿preventive maintenance not performed". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Single-use. Single patient use, do not reuse do not use if package is opened or damaged. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for use indications for use: for urological use only. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter used were nice and straight where the curve end was not sharp however there was no discrepancy observed regarding the hole size and position. It was observed that the catheter had curve in it but resulted in hurting the user during use. User also alleged that curve was too sharp, and they were not usable in warm condition where knob was way off the line. It was stated that quality of the rubber used was not the same quality that customer had received before (last year ¿ in warm condition). User also stated that catheter had difficulty in insertion without experiencing pain even though lubrication was added correctly. It was indicated that customer was suspicious about the quality of the rubber and believed this resulted in misplaced curves and knobs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the quality of these catheters had been getting worse during the time the customer had used and they could not be used in a proper way. The user picked some catheters and provided 4 comments. The first comment indicated that the catheter they used was nice and straight, the curve on the end was not too sharp, the hole was of right size and the holes position was placed correctly. The second comment indicated that this catheter clearly showed the curve, and it would hurt very much if it was used. The third comment indicated that this catheter could not be used in warm condition and curve was too sharp and the knob was way off the line. The fourth comment indicated that this catheter had a curve, and the knob was again totally out of line and if used it would result in pain upon insertion. The user generally stated that the rubber used in the urethral catheter was not the quality that customer had received during the last year and especially in warm conditions, the catheter was unable to insert without pain even if it was lubricated correctly. Also, the customer was in suspicion that the poor quality of the rubber was the result of all the misplaced curves and knobs.